Event description:
The mother of the end user reported that she attempted to suction her daughter with an 8 french suction catheter, but she could not pass it through the tube. She stated that she had to remove the tube and replace it was a different 3.0ped. There is no lot number available.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. A manufacturing CAPA is addressing the failure mode. A device alert for the shiley 3.0ped cuffless pediatric tracheostomy tube was sent to customers 2009. A device alert was sent to the FDA district office in 2009, regarding the shiley 3.0ped cuffless pediatric tracheostomy tube and the device alert sent to customers.